Manufacturer narrative:
(B)(4)

Event description:
On (B)(6)2017 a patient (pt) called to report while wearing the acuvue oasys brand contact lenses he/she had difficulty removing a left eye lens. The pt reported irritation which was not relieved using over-the-counter eye drops. The pt reported a visit to the eye care provider (ecp) and was prescribed ofloxacin eye drops for irritation and redness 1 drop every two hours until bedtime, then both eyes four times daily for ten days. Pt reported that he/she can¿t recall the diagnosis, but was advised to return if the symptoms did not improve. The date of the event was reported as (B)(6)2016. It was reported that the pt replaces the lenses every two weeks and occasionally sleeps in the lenses. On (B)(6)2017 a call was placed to the pts ecp and additional information was obtained: the pt was seen in (B)(6)2016 and was diagnosed with bacterial conjunctivitis ou; it is not known if a culture was obtained; pt was prescribed ofloxacin every two hours for three days, then four times daily for ten days. The pt was advised to return if symptoms did not improve; pt did not return for a follow-up visit. On (B)(6)2017 a return call was placed to the pt to obtain the lot numbers of the lenses worn at the time of the event. The left eye lot number was provided, but the suspect product was discarded. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l002gsf was produced under normal conditions. This report is for the pts left eye event. The event for the pts right eye will be provided in a separate report. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.